Manufacturer narrative:
Zoll has not yet received the innercool stx surface system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the innercool stx surface system (sn: (B)(4)) was displaying a snap disk error message. A different unit was used to continue with the patient treatment. During evaluation of the product, the customer was able to clear the error message using instructions from zoll tech support; however, the unit was not working as intended when placed in the cool mode. The unit functions fine during heat mode. No patient consequences were reported.

Manufacturer narrative:
(Device available for evaluation updated form yes to no): additional data: the innercool stx surface system console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Additional information received from the manufacturer's technical representative on (B)(6) 2017, stated that the customer had the innercool stx surface system console serviced in-house which resolved the issue. The customer; however, retained all service records. No further information was provided.